Event description:
Legal counsel for the patient reported that patient underwent right total hip arthroplasty on (B)(6) 2008. Legal counsel for patient reports an alleged revision procedure was performed (B)(6) 2011 due to patient allegations of pain, swelling, inflammation, tissue/bone destruction, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, elevated metal ion levels and metallosis. Additional information received in the form of operative notes indicate patient had synovial fluid with metallic debris, capsular tissues had a tan coloration and there was a subluxation. Additional information included blood test results. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that patient underwent right total hip arthroplasty on (B)(6) 2008. Legal counsel for patient reports an alleged revision procedure was performed (B)(6) 2011 due to patient allegations of pain, swelling, inflammation, tissue/bone destruction, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, elevated metal ion levels and metallosis. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown; product code - unknown; product identification & expiration date - unknown; PMA/510(k) number / manufacture date ¿ unknown. The product identification necessary to review manufacturing history was not provided. There are warnings in the associated package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions.", number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 4 of 4 mdrs filed for this event (reference 1825034-2013-04160/04163). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Additional product information revealed that the initial medwatch which reported product as "unknown", is a known competitor product and not manufactured by biomet. This report is number 4 of 4 mdrs filed for this event (reference 1825034-2013-04160/04163).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.